Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 44-year-old female patient presented to his office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2023 at tooth location #29. It was reported that the implant was placed after immediate extraction and was not immediately loaded. The patient presented with issues after healing abutment placement. During the examination, the doctor determined that the implant had lost osseointegration. The implant was removed on (B)(6) 2023 and subsequently replaced. The patient exhibited symptoms of abnormal bone loss around the implant. The opposing arch consisted of a full denture, and additionally, the doctor noted that the implant was never connected. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and maintained good oral hygiene. No abnormalities with the implant or its packaging were reported.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).